Event description:
Pump was reported to deliver at a higher rate then set during a heparin infusion due to fingers and occlusion sensors being attacked by some unknown chemical. No add'l details reported. No medical intervention was needed and no pt injury resulted.